Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 400 mg/dl. The customer delivered a bolus of insulin to address the bg; however, the bg remained high. The customer was admitted to the hospital for mild diabetic ketoacidosis. The customer was treated with an insulin drip and was discharged the next day with a bg of 95 mg/dl. The customer reverted to using insulin pens to manage diabetes. The customer's healthcare provider (hcp) thought the high bg was due to a combination of the pregnancy and low basal rates. The customer was to meet with the hcp to review the pump's basal setting.